Manufacturer narrative:
This pacemaker was thoroughly analyzed and inspected upon receipt at our quality assurance laboratory. Visual inspection found the seal plugs were intact, and the setscrews moved freely and without issue. The device was interrogated with a programmer, and a review of the daily battery voltage measurements revealed a normal battery discharge pattern with an estimated operating power consumption of 49 micro w. Engineers confirmed there was an increase in the power consumption in october 2023 that later reverted to normal levels as mentioned previously, as well as a second increase on (B)(6) 2023; both changes were attributed to programmer interrogation sessions where the device settings were changed. The battery voltage measurement was within the expected range at 2.95 volts. All diagnostic data was consistent with normal battery depletion. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The patient with the pacemaker was admitted to the hospital due to loss of capture and high threshold measurements. While admitted in the hospital, the patient was reported to have passed away. The field is gathering more information in regard to the patient's passing. All evidence indicates the pacemaker was explanted and will be returned for analysis. Additional information indicated device data was sent for review to boston scientific technical services. Review of the pacemaker data did not reveal any evidence of premature battery depletion, the battery was noted to be operating appropriately. The pacemaker has since been returned and analyzed.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The patient with the pacemaker was admitted to the hospital due to loss of capture and high threshold measurements. While admitted in the hospital, the patient was reported to have passed away. The field is gathering more information in regard to the patient's passing. All evidence indicates the pacemaker was explanted and will be returned for analysis.